Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and the insulin often appeared to be gelled when the alarms had occurred. The customer stated that after charging the pump, it would become hot to the touch and it was thought that this may have been the cause of the gelled insulin. The customer's blood glucose (bg) level ranged from 250 into the 400s mg/dl and insulin injections were administered to address the high bg level. As the customer had changed the supplies on the pump prior to contacting tandem customer technical support (cts), a system check was unable to be performed to determine a possible cause of the current occlusion. Cts reviewed the pump t:connect data and there was no recorded temperature readings that were out of the acceptable range. Reportedly, the customer used humalog in the cartridge 3-5 days.